Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the systems were failed, and they cannot get to meds. A technical support specialist addressed the ed station that had been in a black screen state and advised the customer to enter the password, verified that both stations remained slow despite prior troubleshooting, reduced the database from 18gb to 6gb, repaired the med application and remote smart service [rss] agent, completed a full synchronization with approximately 8gb of data, and reduced the database again to 6gb for both stations while advising that a field service engineer [fse] might be required for a reimage. A field service engineer was dispatched to the ed station, changed the internet cable, ensured the internet speed was constant, and the customer reported that the ed pyxis was back online and functioning acceptably. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had pyxis keeps failed and screen went freeze. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.